Manufacturer narrative:
For one event: 1. Summary of investigation results: investigations performed with the patient's sample did not confirm any interfering factors present in the sample. The differences in the values generated with different assays from roche diagnostics and the competitors¿ methods relate to differences of the setups of the assays, the antibodies used, differences in the standardization materials, and differences in the standardization procedures used. These differences also apply to the recovery in relation to the respective assay reference ranges. 2. Summary of follow up/corrective actions taken: a sample from the patient was provided for investigation. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: the initial reporter questioned the results for 2 patient samples tested with elecsys ft4 IV on a cobas e 801 analytical unit. 2. Patient age range: 76 year, 1 asku. 3. Patient weight range: asku. 4. Patient sex breakdown: asku. 5. Patient race breakdown: asku. 6. Patient ethnicity breakdown: asku.

Manufacturer narrative:
For one event: 1. Summary of investigation results: the investigation is ongoing. 2. Summary of follow up/corrective actions taken: the investigation is ongoing. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No. For one event: 1. Summary of investigation results: the investigation was unable to determine a root cause due to the sample not being available for investigation. The investigation could not identify a product problem. The cause of the event could not be determined. 2. Summary of follow up/corrective actions taken: the sample was requested for investigation, but the sample was not available for investigation. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?"? No. 5. Device reprocessed and reused? No.